Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 1160 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer was 3 days in hospital and blood glucose returned to normal and they released him. Customer was wearing the pump at time of hospitalization. Customer was advised that we do not need to troubleshoot as he is on pump now and it is working.